Manufacturer narrative:
The investigation of optical signal issue and automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: on 6/30, cp pump (B)(6) was connected to (B)(6). Throughout usage, there were placement signal not reliable alarms despite the pump being exchanged. Additionally, there were placement signal not reliable alarms on the previous case on 5/23. The real time (rt) logs confirm the unreliable placement signal as well as the other 5s signals. Device analysis: the failure mode was reproduced during testing. Additionally, the fringe pattern on the ccd array with and without a pump was found to have irregularity on the left side that would have affected optical performance. Root cause: the cause of the placement signal issues that triggered placement signal not reliable alarms was a defective optical bench. H6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30387.

Event description:
The complainant reported that during impella cp support the supporting automated impella controller (aic) had a controller error alarm. The aic was exchanged.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.